Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial (ra) lead was adhered to a previously capped lead. The ra lead was explanted and replaced. No patient complications have been reported as result of this event.